Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, an fse visited the customer site and removed a fallen cup from the incubator. Also, he removed the rotor and cleaned up the incubator of beads; he cleaned the dispense lane and observed tip pick failures. The fse then adjusted for tip box x and y. In addition, the cleaned the waste chute and tip removal area, cleaned serum from cup pickup sensor and adjusted the cup release height so cup goes deeper into the chute. Then the fse ran controls as witnessed by the customer. No errors were obtained. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was serum on cup-presence sensor.

Event description:
On (B)(6) 2017, a customer reported that their aia-900 analyzer was dropping the cups back in the instrument and need to be removed manually. The next day they indicated that the instrument stopped working. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.